Event description:
A registered nurse (rn) reported a patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) who was diagnosed with an infection which required the removal of the patient¿s pd catheter (not a fresenius product). No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, value unavailable) were collected, and the patient was admitted/diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 2000 mg every three days and cefepime 1500 mg daily. While hospitalized, the patient encountered drain complications (prior to culture results) and it was discovered the patient had a fungal (yeast) infection of his pd catheter (not a fresenius product). The patient underwent the surgical removal of the pd catheter (timeline not provided) and insertion of a permanent ¿tunneled¿ hemodialysis (hd) catheter. The patient¿s effluent culture returned positive for rhodotorula (species not provided), and the patient¿s vancomycin was discontinued, and replaced with intravenous (IV) gentamycin daily (dose unknown). The patient was discharged on (B)(6) 2022 in stable condition and is recovering from the events (discharged with PICC line). The patient transitioned to outpatient hd following discharge and is in stable condition. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction, however the definitive cause of the peritonitis remains unknown. The patient will attempt to resume pd therapy in 30-60 days depending on recovery.